Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, the patient, who was admitted with st elevation myocardial infarction (stemi) and chronic ischemic heart disease, had 1 xience skypoint (4.5x15mm) stent implanted. On (B)(6) 2023, the patient was re-admitted with chronic ischemic heart disease and post procedural cardiac disturbances. Thrombus was noted in the implanted xience skypoint. Percutaneous transluminal coronary angioplasty (ptca) and thrombectomy were performed. The patient was discharged on (B)(6) 2023 with home health. No additional information was provided